Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.

Event description:
It was reported the insulin pump was scrolling through number on its on. Customer¿s blood glucose was 121 mg/dl last night. Customer's mother does not recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. Current blood glucose was 520 mg/dl, treated with manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.